Manufacturer narrative:
The user reported receiving glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and a sensor RMA issued for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Dms records showed that the user had not used the system since 20 jan 2026. Review of the raw sensor data showed optical instability in all four channels. The glucose suspend alert was asserted after the glucose was blinded when all channels fell below threshold. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.